Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a continuous reboot cycle after performing a hard reboot. After unsuccessfully troubleshooting the issue the biomed later stated that they rewrote their process to include a work around in their workflow on how to avoid the boot looping issue in the future. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a continuous reboot cycle after performing a hard reboot. After unsuccessfully troubleshooting the issue the biomed later stated that they rewrote their process to include a work around in their workflow on how to avoid the boot looping issue in the future. No patient harm was reported. Investigation summary: a hard-reset is not recommended per the cns operator's manual - the proper shutdown procedure is provided. A hard reset is similar to an abrupt power loss, which may cause sensitive component damage, including hard drives. In this case, the customer had an unusual set up where additional monitors were added to the cns. The hard reset affected the hard drives, but upon removing the additional monitor, the cns was able to boot up successfully. Service history for this serial number shows no hard drive replacement for the event reported on 4/26/2021. However, approximately 18 months later the cns was again experiencing boot looping. This time, the hard drives were replaced under ticket (B)(4), approximately 3.5 years after first use. Hard drives are recommended to be replaced every two years or 20,000 hours of use. The boot up failure occurred roughly 3.5 years after it was first put into use. Given the service history, it is presumed that inappropriate shutdown procedure, in additional to overdue service on the hard drive contributed to the failure. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptible power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a continuous reboot cycle. The strips were not going to the emr which is mentioned in another complaint (B)(4), and they were told to reboot the cns. They stated that a hard reboot was performed by the staff despite the biomed's instructions to wait for assistance from them. Once the reboot was performed, the cns was unable to successfully restart and was stuck in the reboot cycle. They then stated that they attempted to properly restart the device to try and get it functioning once again. They also stated that when attempting to change the resolution settings within windows, they were unable to enter all of the settings before the cns reboots itself once again. They informed nihon kohden technical support (tech support) that they were attempting to follow instructions that was provided by the nihon kohden field installerl. This was only the cns that had the issue, and did not affect the monitors in the rooms. Tech support had asked them to shut down the cns entirely. Once shutdown, tech support asked them to uninstall the additional two monitors that are currently connected to the device. They also asked them to remove the kvm that was also installed. Once everything was uninstalled, they then asked them to please connect the main canvas monitor to the cns with no other devices installed. After installing the main monitor, tech support then provided instructions on powering up the cns to see if we were able to monitor patients on its primary monitor. After following the step provided, chris informed me that the cns was able to boot up and monitor patients successfully without the kvm switch attached to the unit. When they tried to include the kvm switch to the cns setup, the cns would go into a boot loop. The customer had a kvm switch that was set up with the cns, but as that was a third party device, tech support stated they do not provide assistance with this. They told the customer that portion of the setup should be discussed with the nihon kohden installer who assisted them with that. Qa contacted the customer for additional information, and the biomed stated they have rewritten the process to get it all to working and how to avoid the boot looping issue in the future. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 emailed customer via (B)(6) for all items under the no information section. The customer responded with additional complaint details but did not provide any patient or additional device informaiton. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: (B)(6) 2021 emailed customer via (B)(6) for all items under the no information section. The customer responded with additional complaint details but did not provide any patient or additional device informaiton.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a continuous reboot cycle. The strips were not going to the emr which is mentioned in another complaint (B)(4), and they were told to reboot the cns. They stated that a hard reboot was performed by the staff despite the biomed's instructions to wait for assistance from them. Once the reboot was performed, the cns was unable to successfully restart and was stuck in the reboot cycle. They then stated that they attempted to properly restart the device to try and get it functioning once again. They also stated that when attempting to change the resolution settings within windows, they were unable to enter all of the settings before the cns reboots itself once again. They informed nihon kohden technical support (tech support) that they were attempting to follow instructions that was provided by the nihon kohden field installerl. This was only the cns that had the issue, and did not affect the monitors in the rooms. Tech support had asked them to shut down the cns entirely. Once shutdown, tech support asked them to uninstall the additional two monitors that are currently connected to the device. They also asked them to remove the kvm that was also installed. Once everything was uninstalled, they then asked them to please connect the main canvas monitor to the cns with no other devices installed. After installing the main monitor, tech support then provided instructions on powering up the cns to see if we were able to monitor patients on its primary monitor. After following the step provided, chris informed me that the cns was able to boot up and monitor patients successfully without the kvm switch attached to the unit. When they tried to include the kvm switch to the cns setup, the cns would go into a boot loop. The customer had a kvm switch that was set up with the cns, but as that was a third party device, tech support stated they do not provide assistance with this. They told the customer that portion of the setup should be discussed with the nihon kohden installer who assisted them with that. Qa contacted the customer for additional information, and the biomed stated they have rewritten the process to get it all to working and how to avoid the boot looping issue in the future. No patient harm was reported.